Event description:
It was reported an intercranial hemorrhage occurred. The patient presented syncopal with a fulminant bilateral pulmonary arterial embolism (pae). The patient was stabilized and two 106cm 12cm tz ekos catheter's were implanted. After a few minutes of treatment, one of the ekos catheters received a check catheter error, troubleshooting was unsuccessful, and the catheter was used as an infusion catheter only. Tissue plasminogen activator (tpa) was being delivered through both catheters with only one running ultrasound. Later in the night the patient experienced an intercranial hemorrhage (ich). The physician believes the ich was caused by the lytic tpa drug. Additional information has been requested, but unavailable at the time of this report.